Manufacturer narrative:
Mentor received additional event information regarding patient¿s details, and the patient¿s initials were provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5096475 that a female patient who underwent an unspecified breast surgery with unknown mentor gel breast implants has experienced unexplained systemic symptoms post-operatively, including rash, increased sensitivity, visual impairment, numbness, breast mass, rash around breasts, food allergies and intolerances, chronic fatigue and exhaustion. Autoimmune issues, life threatening conditions, orbital pseudo tumor, numbness in hands and feet, blurry vision, and multitude of other symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.